Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "during robot-assisted surgery, a piece of the balloon was found detached from the trocar in the patient's abdomen. Unsuccessful extraction attempt, given the size of the detached piece. In the end, foreign body found trapped in another trocar. Consequences: longer operating time - laparoscopic search for the piece". Additional information received states that "it took 1 hour to recover all the parts from the balloon out of the patient. Patient is fine. All the pieces were recovered, but with a different trocar".

Event description:
It was reported that "during robot-assisted surgery, a piece of the balloon was found detached from the trocar in the patient's abdomen. Unsuccessful extraction attempt, given the size of the detached piece. In the end, foreign body found trapped in another trocar. Consequences: longer operating time - laparoscopic search for the piece." Additional information received states that "it took 1 hour to recover all the parts from the balloon out of the patient. Patient is fine. All the pieces were recovered, but with a different trocar".

Manufacturer narrative:
(B)(4). The customer returned one unit of 410944 weckvista access balloon port 10mmx70mm for investigation. The device was examined with and without magnification. The trocar and cannula were returned for this complaint. Visual examination of the returned sample revealed a ruptured balloon. One piece of the balloon was returned in a separate container, as it had been fully severed from the device. R & d was consulted for this complaint. R & d determined that balloon had ruptured from an inside force and was not cut from the outside. The cause of the rupture could not be determined, and no conclusive reason could be confirmed. Evidence of biomaterial was observed on the device. The reported complaint of "broken/detached parts - burst - balloon " was confirmed based upon the sample received. A device history record review was performed, and no relevant findings were identified. The customer returned one unit of 410944 weckvista access balloon port 10mmx70mm for investigation. The device was examined with and without magnification. The trocar and cannula were returned for this complaint. Visual examination of the returned sample revealed a ruptured balloon. One piece of the balloon was returned in a separate container, as it had been fully severed from the device. R & d was consulted for this complaint. R & d determined that balloon had ruptured from an inside force and was not cut from the outside. The cause of the rupture could not be determined, and no conclusive reason could be confirmed. Evidence of biomaterial was observed on the device. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.